Event description:
As the nurse practitioner was pulling the catheter back for positioning it snapped leaving an approximate 4" remnant. This was an umbilical artery catheter. Surgical consult was able to remove remnant via cutdown.